Event description:
It was reported that suture placement with two proglide devices was attempted in a left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique. The sutures were successfully pre-placed in one access site. Reportedly, the device "misfired" in the other access site. The suture of another proglide device was successfully placed using the preclose technique. The arteriotomies were 9f and 6f. During the aaa procedure the sheaths were upsized to 12f and 17f sheaths. When the aaa procedure was completed hemostasis was achieved in the lcfa and rcfa with the successfully pre-placed sutures. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.